Event description:
Right and left hip resurfacing arthroplasty - birmingham resurfacing arthroplasty system. Two (2) surgeries, right hip: (B)(6) 2010 and left hip: (B)(6) 2010. Following resurfacing surgeries, the hip implants began to clunk and grind and continued to increase in severity over next 20 months. At approximately 13 months post op, blood metal test for chromium and cobalt was at 99 and increased to 140 within 17 months post op. X-rays revealed hip implants were grossly misaligned and "edge loading" causing the clunking, grinding, and subsequent release of toxic levels of metal ions in blood. Surgeon who misaligned hips: dr. (B)(6). Misalignment of hips was confirmed by three professional physician opinions. (B)(6) - resurfacing, both hips - were revised to total hip replacement on (B)(6) 2011.